Event description:
Customer claims she received a severe burn from the heating pad on her back. States she will now have a permanent scar from the injury. Did not seek medical attention, treated the injury herself and burn became infected.